Event description:
It was reported that a progav 2.0 (part # fx643t) was implanted during a procedure performed on (B)(6), 2022. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 55 centimeters (cm).

Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: the valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance. Internal inspection: after dismantling of the valve, no deposits were found in progav 2.0 result: based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. No functional deviations could be determined. How the mentioned functional impairment occurred is not clear to us at the time of the examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.